Event description:
It was reported that the customer was hospitalized with dka. The customer stated prior to the event, they were not feeling well and started vomiting. Additionally, they had a fever at the time of admission. Troubleshooting revealed that the basal rates and time was incorrect and the infusion set had not been changed in four days. Explained the two high bg rule and instructed to change set.